Event description:
It was reported that the patient was experiencing a shocking sensation whether stimulation was turned on or off and had inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7085968 / 7086116.